Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The blood glucose value was high, though the specific value was unknown. Caller had not yet switched to multiple daily injections (mdi) as backup therapy. Customer technical support (cts) confirmed that the caller completed steps to remove air from the cartridge and educated the caller on using room temperature insulin. Despite troubleshooting attempts, no insulin was visible in the tubing. Cts guided the caller through loading a new cartridge and decided to replace the pump, providing instructions for returning the problematic pump to tandem. Cts also sent a replacement pump and confirmed the shipping address.